Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on or off and that there was a keypad issue. There was no reported patient involvement.

Manufacturer narrative:
Correction: g1, g4, g5, g7, h2, h3, h6, h10, h11. The customer reported problem cannot be determined. The device passed all required testing and specifications, and released back to the customer. This device was evaluated through the service repair process. Upon visual inspection the service technician noted returned device unrepaired per customer's request. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2016, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off and that there was a keypad issue. There was no reported patient involvement.